Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The implant was discarded. Therefore, no product evaluation could be performed. From the information provided based on the complaint report, the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. A complete discectomy of the disc space between the uncus is clearly stated in the surgical technique (step 2: complete discectomy). Indeed, it is important to remove all osteophytes on the superior and inferior endplates, which can interfere with the prosthesis insertion and causing its disassembly. Yet, it was reported that the superior endplate had a small osteophyte. Moreover, it was reported that the surgeon did not use the mobi-c distraction forceps. Yet, it is clearly stated in the surgical technique that it is important to achieve a parallel distraction and thus to use the caspar distractor to maintain the parallel distraction achieved by the paddle distractor (step 3: parallel distraction). It was also reported that the surgeon did not use the mobi-c level, which is used to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). Finally, it was reported that the surgeon tried to reposition the implant after realizing that the implant was not correctly positioned. Indeed, it was reported that the surgeon pulled inserter out with the cartridge. According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. Investigation found no evidence on a device issue . Root cause : poor preparation of the disc space combined to not application of the instruction during implant positioning. Device was discarded.

Event description:
Mobi-c p&f us : disassembled during insertion. The distributor reported that as doctor was implanting the disc became disengaged from cartridge. Additional information received on (B)(6) 2019: the current patient's state of health is good. The surgery was performed on c5-c6. The depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.). The disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis. The surgeon put the implant straight in and used the same technique on the second implant. The reporter did not notice any difference in surgical steps between the first and the second implant. No per-op images are available. The surgeon did not use the mobi-c no touch level, the reporter stood at the head of the bed to tell the surgeon. The mobi-c distraction forceps were not used because disc came disengaged from cartridge. The surgeon has used mobi-c for 5 years and has put in over 250. According to the reporter, he knows what he¿s doing with mobi-c device. The implant was discarded. Additional information received on (B)(6) 2019: it was a weird shaped superior endplate and the reporter thinks something most of caught just couldn¿t tell where. Once the one endplate was all weird on fluro they could tell it wasn¿t attached so he pulled inserter out with the cartridge and bottom endplate/poly then he used pickup for top endplate. Additional information received on (B)(6) 2019: the reporter does not think that the superior endplate was in contact with the surrounding tissue. The superior endplate had a small osteophyte that the reporter thought the surgeon had taken down on the front also very concave. It was the mobi-c superior endplate that seemed weird on fluoroscopy. The reporter guessed that the superior endplate teeth may have been in the vertebrae. It was the upper endplate that disengaged from the inserter. The surgeon used pick ups to perform the distraction. No patient impact or surgery delay was reported. Surgery completed without any further issue.